Event description:
It was reported during a total thyroidectomy procedure, the surgeon positioned the tissue to be sealed at the tip of the jaws of the instrument. It resulted in improper sealing. The surgeon then used diathermy to seal the bleeding vessels. On a few occasions, the small vessels still bled after the instrument cut and coagulated. The surgeon also used the device to seal the bigger vessels, like the superior thyroid artery. However, before closing the patient, he used a ligature to secure the vessel. Before closing the patient, the operative field appeared to have achieved hemostasis. The surgeon put a drain in before closing the patient. Case was prolonged 15 minutes. A day after the surgery, in 2008, there was post op bleeding. Patient lost 500cc of blood.

Manufacturer narrative:
Date sent: 07/15/2008. Information anticipated, but unavailable at this time